Event description:
It was reported that the ventilator generated a technical error indicating +12 volt power failure. Ventilator was taken out of service for eval. There was no pt involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The monitoring pc board was found defective and exchanged. The monitoring pc board supervises the internal dc supply voltages and the alarm function in the system. The investigation of the returned monitoring pc board found a faulty integrated circuit, an operational amplifier. The operational amplifier is part of the electronic for barometric pressure measurement. Earlier investigations determined that a component failure involved in the barometric pressure measurement can disable the integral 12v power supply and lead to stop of ventilation. A design change was implemented yr 2008 to reduce failure of the internal 12v power supply when the internal barometric pressure signal is faulty. Our conclusion in this matter is that the reported problem was caused of a defective operational amplifier but the reason why it failed has not been determined. (B)(4).